Manufacturer narrative:
Sections with additional information as of 12-jan-2021: h10: products were not returned for evaluation. No product lot number provided. Unable to perform retention testing. Added most likely underlying root cause onto case. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of in the 20¿smg/dl non-fasting. Customer called in stating that the meter is reading low. Customer states she felt no symptoms with none of the low results. The expected non-fasting blood glucose test result range is 145-160mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer (customer no longer has meter/strips). The test strip lot manufacturer¿s expiration date is unknown and open vial date is unknown. The meter memory was not reviewed for previous test result history.